Event description:
It was reported an angio-seal millenium platform device was used to seal the right common femoral arteriotomy site post coronary intervention procedure(pci). Hemostasis was achieved. Thirteen days later another angio-seal mp device was deployed in the right common artery after pci, deployed at a different puncture site than the first coronary procedure. Hemostatis was achieved. Four days later the pt developed a fever and pain at the puncutre site. Six days after that, an echo ultrasound revealed a pseudoaneurysm at the puncture site. Which puncture site the pain and pseudoaneurysm occurred at was unk. Eight days later bypass surgery was performed, where a saphenous vein was grafted from the right common femoral artery to the popliteal artery. Eight days later the pt died from septicemia. The physician stated the death was caused by the angio-seal deployments.